Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018, the monitor in room c1 did not alarm for a co2 decrease. The device was in clinical use at the time of the reported incident. No adverse event or patient/user harm was